Event description:
The blade broke inside a pt's throat. The broken piece was retrieved with no difficulty, with no secondary procedure required. The pt was not injured.

Manufacturer narrative:
Eval summary: immediate visible damage, broken. Failure confirmed.